Event description:
Customer reported "attempted change over wire of right radial arterial line to 12cm femoral catheter. During cow (change of wire), wire supplied in device kit uncoiled while attempting to pass through 12cm catheter." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn #(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "attempted change over wire of right radial arterial line to 12cm femoral catheter. During cow (change of wire), wire supplied in device kit uncoiled while attempting to pass through 12cm catheter." No patient harm reported. The patient's condition is reported as fine.